Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation/ posterior wall isolation procedure to treat paroxysmal atrial fibrillation, a versacross connect access solution was selected for use. It was mentioned that rf wire was unable to advance in the inferior vena cava for transseptal puncture, it was observed that the wire became frayed as advanced through the non-boston scientific access needle. Hence, the device was replaced by a non-boston scientific abbott brk needle was used for transeptal puncture. Procedure was completed. No patient complications occurred. Product is expected to be returned for analysis. It was further reported that the issue was involving fraying at the distal end of a versacross rf wire and no other visible damage was noted. There were no difficulties noted during backloading or frontloading, and the physician did not experience resistance or the need to apply excessive force while retracting the wire. The device is not available for return as it was disposed of prior to retrieval from the procedure table.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation/ posterior wall isolation procedure to treat paroxysmal atrial fibrillation, a versacross connect access solution was selected for use. It was mentioned that rf wire was unable to advance in the inferior vena cava for transseptal puncture, it was observed that the wire became frayed as advanced through the non-boston scientific access needle. Hence, the device was replaced by a non-boston scientific abbott brk needle was used for transeptal puncture. Procedure was completed. No patient complications occurred. Product is expected to be returned for analysis.